Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary infection, recurrences of original problem, chronic pain, rectal pain, rectal incontinence, bowel problems, neuromuscular problems, loss of libido, and emotional distress. The plaintiff also experienced bladder outlet obstruction. Furthermore, it was reported that the plaintiff died. No cause of death was reported.